Event description:
Surgeon was using q-tip to culture wound through an arthroscopy incision. After insertion into incision, surgeon used twilling motion on q-tip handle. As the surgeon was attempting to remove the q-tip, about an inch of tip broke off into incision. Surgeon looked for the q-tip and had to make the incision bigger to debride the tissue and remove the q-tip.

Event description:
Surgeon was using q-tip to culture wound through an arthroscopy incision. After insertion into incision, surgeon used twilling motion on q-tip handle. As the surgeon was attempting to remove the q-tip, about an inch of tip broke off into incision. Surgeon looked for the q-tip and had to make the incision bigger to debride the tissue and remove the q-tip.